Event description:
C-bn-110 - broke during use. It was reported that, when the customer took pt off ECMO, she/he noticed a leak in the venous cannula. Further examination revealed that there was a slit in the device. Customer clamped and removed the device. A few days after surgery, pt expired in ICU. Pt was originally admitted to the hospital for endocarditis from a mechanical heart valve implant.